Manufacturer narrative:
Additional information: the investigator assessed the event as not related to the anti-platelet medication and possibly related to the device. The patient recovered. The occlusion and mi occurred the same day as the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the lad. Cec adjudicated mi as a non q wave mi (target vessel) 3rd udmi peri pci in the lad. Occlusion of the septal branch was also reported.